Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Prior to removal of the filter, the doctor noticed one of the legs from the filer broke off inside patient. Additional information received indicating ¿the remaining prong has not been removed. We are closely monitoring the patient with fu ultrasounds and no movement has been indicated so we believe it is embedded in the vessel wall. "

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. No images or samples were provided, however due to the critical nature of the reported problem actions have been taken. This filter used in the kits are supplied by a third party. A scar has been issued to the supplier to investigate root cause and implement any necessary corrective action. Additionally, a hhe has been opened to assess the risks of the reported defect. Additional information provided in h.3., h.6. And h.11.